Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy, open blisters, and it was reported the device was rubbing the patient's skin raw. There was no alleged device malfunction contributing to the irritation. The patient was prescribed bactriban and used benadryl for the irritation. The patient had a previous staph infection on his elbow. There is no evidence the device caused the staph infection. Follow up indicated the irritation improved.